Manufacturer narrative:
Facility experienced an event with endopath* endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974227. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in the track, no and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the visual inspection and inquiry info received, no conclusion could be reached as to how the reported "staples would not advance" occurred. No functional testing could be performed because the instrument was received empty of staples. Co reviews each incident as it occurs in an effort to continuoulsy improve co's products and processes.

Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the staples would not advance. There was no pt consequence.